Event description:
It was reported a merlin.net transmission showed a short episode of noise reversion. The patient experienced pre-syncope. The device will be reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.